Event description:
It was reported that the 8fr foley catheter leaked contrast from a hole in the foley catheter line. The patient was in the radiology department for a contrast study.

Manufacturer narrative:
The reported event was confirmed as manufacturing related due to a hole in the shaft less than 0.25" from the bifurcation. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. A 0.15" pinhole in the catheter shaft was noted 0.1250" from the bifurcation and did not penetrate the catheter shaft or enter the lumens. The shaft damage was found out of specification. The catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and balloon concentricity was observed to be 60:40. The active length of the catheter balloon was measured (0.5150") and found to be within specification (0.45" - 0.75"). The catheter was confirmed to be 8 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the 8fr foley catheter leaked contrast from a hole in the foley catheter line. The patient was in the radiology department for a contrast study.